Event description:
The following info was reported to kci by the pt: the pt alleged experiencing a systemic allergic reaction to either the v.a.c. Granufoam dressing or the tegaderm, a non kci product. The pt was treated with medihoney and was placed on a wet-to-dry dressing regimen. On (B)(6) 2014, the following info was reported to kci by the nurse: the pt reported experiencing swollen eyes and face as well as redness to his abdomen, back and arms. The nurse stated the pt was advised to take an over-the-counter antihistamine and the reaction resolved. The pt did not experience any shortness of breath or anaphylaxis. No other medical or surgical intervention was required.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged systemic allergic reaction is related to v.a.c. Therapy. The pt could not confirm if the reaction was related to the v.a.c. Granufoam dressing or to the tegaderm, a non kci product. Device labeling, available in print and online, states: acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in pts who are allergic or hypersensitive to acrylic adhesives. If a pt has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance.